Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to customer's infusion site infection. Lot release records were reviewed and the product lot met all acceptance criteria. The omnipod is (B)(4) compliant, undergoing cytotoxicity, sensitization, genotoxicity, hemolysis, irritation or intracutaneous reactivity, systemic toxicity, and implantation effects testing. The omnipod is sterilized with 100% ethylene oxide gas with a sterility assurance level of 10-6  per (B)(4) and eo residual levels in compliance with (B)(4). Each lot  is confirmed to meet requirements for non-pyrogenicity per (B)(4) and sterility per (B)(4) prior to release. Patient stated cortisol steroid was used with the omni pod system which is considered off-label use. The marketed and released device is only intended to be used with u-100 insulin. This user warning is in the applicable labeling as referenced below: omni pod insulin management system ¿ user guide: model: ust400, 14421-aw rev h 01/16, introduction / page x. Warning: the omni pod system is designed to use rapid-acting u-100 insulin. The following u-100 rapid-acting insulin analogs have been tested and found to be safe for use in the pod: novolog®/novorapid®, humalog®, or apidra®. Novolog® is compatible with the omni pod system for use up to 72 hours (3 days). Before using a different insulin with the omni pod system, check the insulin drug label to make sure it can be used with a pump. Refer to the insulin labeling and follow your healthcare provider¿s directions for how often to replace the pod.

Event description:
It was reported that the patient developed an infection at the pod¿s insertion site while wearing the device between 24 and 36 hours. Symptoms reported include pain, irritation and bruising. The patient sought medical attention and was diagnosed with infection; it was also reported that pieces of the pod had embedded in the patient's skin after device removal, which doctor had to cut out of site and remove with tweezers. The patient was prescribed bactrim antibiotic cream and tablets, and is also using neosporin on the area. Patient also mentioned that due to an adrenal insufficiency, she fills pods with a cortisol steroid rather than insulin; this is considered off label use of the product.